Event description:
It was reported that the customer miscalculated the amount of insulin needed, and delivered too large of a bolus which resulted in low blood glucose (bg) level displayed as "low" on the continuous glucose monitor. Customer consumed carbohydrates to address bg. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.